Event description:
It was reported that when using the bd pyxis¿ medstation¿ es indicator board was dead. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 4 had failed and was missing in the enterprise server and test software. The field service engineer (fse) reported that the back of the station was opened and indicator lights on the pyxis bus controller were checked. The fse replaced the pyxis bus controller and the drawer board, performed a firmware update, and configured the drawer in storage space configuration. The fse tested the drawer using test software and confirmed that all results were normal. The system functioned as intended after field service engineer repaired the device.